Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier and camera need to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported the system would not display fluoroscopic image and the system shut down. This rendered the system unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.